Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR # 1722028-2015-00465. No event occurred for this report, therefore, there is no further information to provide. Please see 1722028-2015-00465 for investigation of that event.

Event description:
The customer reported an allergic reaction in the recipient of platelet products that were collected on a trima system. The customer reported the reaction as unproblematic and stated that the patient is well. The customer reported other similar reactions on different patients. Per the customer, all the platelet products came from different donors. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is not available for return because it was discarded by the customer.